Event description:
It was reported that the patient presented in operating room for a routine device change out. Upon interrogation, the right ventricular lead exhibited low impedance and high thresholds. The lead was capped and replaced. The patient tolerated the procedure well.